Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), implanted: (B)(6) 2010, product type: recharger. Product ID: 64002, lot# n245317, implanted: (B)(6) 2010, product type: adapter. Product ID: 3389-40, lot# j0320167v, implanted: (B)(6) 2004, product type: lead. Product ID: 3389-40, lot# j0421486v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
Information was received from an employee at an assisted living home about a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient was charging too frequently. The ins was not holding a charge and the patient had to charge almost every hour. They hadn't increased parameters recently and they hadn't had any previous overdischarge events. The patient had a program change 2 months prior to report. There hadn't been any recent medical procedures or emi related to the event. The patient had fallen on (B)(6). The patient was able to achieve full coupling. The patient was falling and had dizziness. The recharging issues began in (B)(6) 2015.